Manufacturer narrative:
(B)(4) final report. Additional information, including device details, patient medical history, a detailed patient outcome, post primary and pre revision x-rays and the explant were requested in order to progress with this investigation, however, not all were provided, therefore, there was only very limited information available for this investigation. Based on the lack of information provided for this investigation corin now considers this case closed, however, should any new information come to light this case will be re-opened for further investigation.

Event description:
Cormet revision of the left hip on a bi-lateral patient after 3 years and 8 months.

Manufacturer narrative:
(B)(4). Final report. Additional information, including device details, patient medical history, a detailed patient outcome, post primary and pre revision x-rays and the explant were requested in order to progress with this investigation, however, not all were provided, therefore, there was only very limited information available for this investigation. Based on the lack of information provided for this investigation corin now considers this case closed, however, should any new information come to light this case will be re-opened for further investigation.

Event description:
Cormet revision of the left hip on a bi-lateral patient after 3 years and 8 months.

Event description:
Revision of a cormet.

Manufacturer narrative:
(B)(4). Explanted devices, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details are provided by the complainant.